Manufacturer narrative:
.

Event description:
It was reported that the patient was experiencing dyspnea and fatigue. Upon interrogation, the pulse generator was found to be operating in backup mode with no output. No data could be obtained from the device. The pulse generator was explanted and replaced on (B)(6) 2014.